Manufacturer narrative:
The pump's information is not yet known.

Event description:
Information was received indicating that the cadd administration sets - flow stop was leaking at the filter. It was reported that the pump displayed an alarm for an occlusion. The client had used a plastic bag to cover the filter section. There were no adverse events reported.